Event description:
Information was received from a consumer regarding a patient who was dilaudid (hydromorphone) of unknown concentration at a dose rate of 1.5 or 2 mg/day via an implantable pump for non-malignant pain. It was reported that the patient's pump was alarming. A pump refill was supposed to have occurred on (B)(6) 2016 so the patient was pretty sure the pump was out of medicine. The patient heard a non-critical one tone alarm on (B)(6) 2016 the patient heard the critical two tone pump alarm. The current healthcare provider (hcp) refilling the pump would no longer be able to accept the patient's workman's compensation, but would service the pump until the patient found another managing physician. It was further noted that the patient was running late for their last appointment and called them about it, but the hcp stated they would no longer service the pump. The patient has tried all the physician listings from his workman's compensation list, but no one was accepting new patients at this time as per the patient. Additional physician listings were provided. No medical symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.